Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The following sections were corrected: g2. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it was determined that the reported issue was caused by the defective printed circuit (dr) board. A design change was implemented on (B)(6) 2018. Devices included within this design change began shipment on (B)(6) 2018. The dr board of the subject device was before the design change. It was confirmed that the circuit design of the operational amplifier of the dr board was changed because it did not meet the specifications (there was a possibility that blackout might occur inside the mask of 180 scope). It was confirmed that the phenomenon was resolved after repairing the dr board. Olympus will continue to monitor field performance for this device.

Event description:
The problem, as reported to olympus, was identified before the procedure, during connection.

Manufacturer narrative:
This supplemental report is submitted to provide additional event related information. Update to section b5.

Manufacturer narrative:
As the device was not returned to olympus for evaluation, a root cause for the reported event cannot be determined. If additional information becomes available or the device is returned for evaluation, a supplemental report will be submitted.

Event description:
A user facility reported to olympus that no image was obtained when using an olympus, model series 180 scope with the olympus, model cv-190, evis exera iii video system center. There was no patient injury, associated with the problem, reported to olympus.